Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2025-00258 under a different suspect device. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. The issue was resolved by running all samples on a different c8000 analyzer located in the customer¿s lab. Per the customer¿s request, the c8000 processing module, serial number (B)(6), will be returned and replaced by an alinity c system. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely depressed total bilirubin results for one sample. The customer stated that there was instrument error message ¿1051 unable to calculate result, absorbance exceeded optical limits¿ and the instrument when to auto-dilution and the result was reported out of the lab. The following result was provided: total bilirubin: auto-dilution result that was reported out was <0.1 mg/dl, rerun was 0.5 mg/dl (reference range: 0.1-1.2 mg/dl). No impact to patient management was reported.